Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter: attorney.

Event description:
Complaint description: litigation alleges the patient suffers from pain, synovitis, tendinitis and discomfort. Update rec'd 5/21/2014¿ pfs and medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 6/17/2014. Update ad 25 jul 2018- (B)(4) has been re-opened to (B)(4). Due to receipt of ppf and sticker sheets. In addition to what was previously alleged, ppf alleges metallosis,metal wear, and elevated metal ions. Doi: (B)(6) 2009; dor: (B)(6) 2012; (right hip).